Event description:
Consumer allege his heating pad controller sparked and flamed immediately after turning it on. No injury or damage was reported with this incident.

Manufacturer narrative:
The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad. A prepaid label was sent to the consumer for return of the product. Consumer has not returned the product.